Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. The root cause of the reported issue is unrelated to the bone cement. The revision was required to treat osteolysis resulting in tibial subsidence and no problem was identified with the bone cement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-00840, 0001822565-2023-00841, 0001822565-2023-02273.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - zimmer unicompartmental precoat tibial component right size 4 catalog #: 00584200402 lot #: 63046525, zimmer unicompartmental high flex precoat femoral component catalog #: 00584201602 lot #: 63091336, zimmer unicompartmental articular surface size 4 12mm catalog #: 00584202412 lot #: 62923555. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see additional report associated with this event: 0001822565-2023-00840.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision approximately four (4) years post-operatively to address pain, osteolysis and tibial subsidence. Revision operative notes noted no intraoperative complications. No additional patient consequences were reported.